Manufacturer narrative:
Date of event:(B)(6) 2017. Date of report: 29jul2019. The biomedical engineer evaluated and tested the unit and could not duplicate reported problem. The unit passed all test. Patient disconnect alarms are alarm often cause by a leak on a mask or patient circuit. The unit will continue to function and ventilate patient. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit is giving patient disconnect alarm. No patient or user harm was reported.